Event description:
It was reported that during a trial procedure, the patient experienced pain and was moving on the table. Physician provided more sedation and patient's vitals began dropping. Patient was moved to supine position with neck adjusted to open airway and oxygen mask provided. Patient oxygen returned, regained alertness, and vomited once she was alert. No device malfunction was suspected. The trial lead was discarded per hospital policy and patient was doing well postoperatively.